Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experiencing high blood glucose. Blood glucose level was 600 mg/dl. Customer stated that the insulin exited. Customer declined troubleshooting for blood loss and high blood glucose. Customer reported that the insulin pump had no delivery alarm. The customer reported that they changed it every 3-4 days. The insulin pump will not be returned for analysis.